Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced pain, recurrence, infection, urinary problems and dyspareunia. The pt has revision surgery 08/09/2010. No other information is available.